Event description:
The 3/4 of the way in the case, air was seen in the system. It was thought that it was coming from the hub which had been unhooked at any time. The product will be returned for analysis.

Manufacturer narrative:
This product is available for testing and evaluation, but has not yet been received by the manufacturer. Additional information received will be submitted within 30 days upon receipt.